Manufacturer narrative:
(B)(4). Device not returned a manufacturing record evaluation was performed for the finished device emw9962; qdcccxb0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent procedure for excision of skin neoplasms on (B)(6) 2020 and suture was used. The suture broke when sewing during the excision of skin neoplasms on the back. Changed to another device to complete the surgery. There were no adverse patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/13/2020. The following information was requested, but unavailable: what is the product code? Unobtainable. Could you please confirm what is the date of the event? (B)(6) 2020. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.